Event description:
The reporter states that the lancet would not retract into the softclix lancet device after firing. The reporter was accidentally stuck. No medical intervention required. No adverse event reported. The accu-chek customer care service ctr sent new device and requested return of suspect device